Event description:
The company was informed that the recipient's device was explanted due to a medical issue. The recipient will be reimplanted at a later date. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient reportedly experienced skin breakdown and dehiscence at the implant site. The recipient's internal magnet extruded and became embedded in the skin.

Manufacturer narrative:
The recipient has reportedly healed.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection at the implant site. In (B)(6) 2017, the recipient was prescribed antibiotics. The recipient's infection resolved. On (B)(6) 2017, the recipient was reimplanted with another advanced bionics cochlear device. This is the final report.